Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent caesarean section on an unknown date and barbed suture was used. Post-operatively, the patient complained of abdominal pain. Follow-up examination and surgery revealed that suture barbs had come loose from the patient tissue and dehiscence occurred from the point of fixation to roughly midway through the caesarean-section incision. The physician re-sutured the incision and it was reported the patient is recovering well.

Manufacturer narrative:
(B)(4).